Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a power issue with the pump. The patient claimed that the pump would not power on. The patient did not allege any harm or injury because of the alleged issue. The patient indicated that while swimming, he noticed that the pump was not working. He reportedly observed moisture behind the pump's screen. The alleged power issue was not resolved with troubleshooting. The pump's battery compartment was reportedly dry. The battery cap was secure and the yellow o-ring was reportedly not visible at the time he went swimming. The patient denied that the pump's casing or keypad were damaged. The patient also claimed that the pump's display did not have any cracks. The pump as replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the pump was returned with visible moisture in the display lens. The pump did not power on and the display lens was blank. The attempt to download the pump history and black box was unsuccessful. Damage to the pump case was observed near the top right of the display lens and the case seal. Removed pump cover; internal moisture was verified on the pcb and internal components of the pump. Evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.